Manufacturer narrative:
The size 6 modified angled shaver (product code: 6983-35-732, lot number: wa11157g) was returned to the complaints handling unit (chu). The shaver¿s tip was broken off at its 55mm graduation mark and was subsequently submitted for fracture analysis. A composite optical image of the fractured surfaces revealed a rough grainy appearance across most of the surface with an irregular jagged region to the left, marking the likely termination site. Examination of the broken section of the distal tip¿s side revealed striations consistent with a fracture that propagated from the right to left. These characteristics suggest the shaver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the shaver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload failure due to unexpectedly high forces placed on the neck of the instrument during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 698335732: this instrument is a shaver and is used to scrape the vertebral endplates. To do so, the instrument is inserter between the vertebrae and twisted several times. The patient's vertebral space was very small and as the surgeon tried to twist the instrument the tip of the instrument broke and was lodged between the l5-s1 vertebrae. Surgeon had to use distractors, clamps and various instruments in order to retrieve the broken piece. The 698334740: this instrument is used to insert the cougar ls spacer. Surgeon used it to insert one of the spacers but when he unscrewed the instrument to disengage it from the spacer he mentioned that the screw knob did not "feel" right. Upon closer inspection of the instrument, it was noticed that part of the internal mechanism was broken. It was put aside and...

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). This instrument is a shaver and is used to scrape the vertebral endplates. To do so, the instrument is inserter between the vertebrae and twisted several times. The patient's vertebral space was very small and as the surgeon tried to twist the instrument the tip of the instrument broke and was lodged between the l5-s1 vertebrae. Surgeon had to use distractors, clamps and various instruments in order to retrieve the broken piece. (B)(4) : this instrument is used to insert the cougar ls spacer. Surgeon used it to insert one of the spacers but when he unscrewed the instrument to disengage it from the spacer he mentioned that the screw knob did not "feel" right. Upon closer inspection of the instrument, it was noticed that part of the internal mechanism was broken. It was put aside and another similar but different instrument was used to insert the second spacer.